Manufacturer narrative:
Analysis was normal. No anomalies were found. (B)(4).

Event description:
New information received notes that the ICD was replaced due to normal eri. As the patient has continued to have t-wave oversensing and low amplitude r-waves, the lead was extracted and replaced as well. The procedure went well and the patient was stable.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, device was post-sensed t-wave oversensing on the ventricular channel. Patient received inappropriate hv therapy. Programming changes were recommended. No further information available.